Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1 first/given name: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was noted to have red specs after implantation. The lens was delivered and implanted as it was initially deemed acceptable, despite the presence of specs observed in the delivery system. No details were provided regarding the patient¿s condition, visual acuity outcomes, or whether additional intervention was required. No further information was received.